Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a damaged grommet. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used. The physician was screwing the right ventricular (rv) lead into the device when he felt the wrench slip and when the wrench was removed, the wrench was bent and the setscrew was on the end of the wrench. The device was removed and a second device was attempted to be implanted. The second ICD was attempted to be implanted but not used. The device had pacing, sensing, and impedance problems. The leads were connected to the device but the device was unable to pace, capture, or sense in both atrial and ventricle chambers during testing. The leads worked perfectly via the external analyzer. The device measured high impedance in the atrial, ventricle, and the high voltage channel. All the lead impedances were good via the external analyzer. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.